Event description:
It was reported that after an esophagus procedure on a patient with esophageal carcinoma, the surgeon used (B)(4) to close the incision on the gastric wall and had a little bleeding. The surgeon sealed the seromuscular layer and closed the chest. That night, a lot of bleeding occurred from the gastric canal; the surgeon stopped the bleeding and performed a blood transfusion. On the morning of (B)(6) 2011, "drawing 900 ml blood and blood transfusion 1500 ml during the procedure and post procedure." The patient had a gastroscopy and they found a blood clot in the stomach; the bleeding point was in the closing incision. At present, "the blood is drawing out of the gastric canal, the surgeon is doing the hemostasis and infusion." Because the patient had hepatitis, the sample was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.